Manufacturer narrative:
The investigation into the reported event is currently in progress. A follow-up report will be submitted when additional information becomes available. UDI related data clarification - the lot/serial number is unknown, therefore, the applicable production identifiers were not included in the MDR.

Event description:
The user facility reported that during a patient procedure water was leaking from the scope to their defendo single use valve kit, which caused the patient to aspirate. The procedure was completed and the patient was discharged.